Event description:
It was reported, the patient experiences his scs ipg turning off without prompting. A sjm representative met with the patient, however, troubleshooting could not identify the source of the issue. The patient stated, the issue is a daily occurrence and sometimes it happens multiple times a day. Follow-up identified the patient's ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.